Event description:
Reporter indicated a dell black serial cable was loose and only allowed intermittent use of a dell vns handheld computer. The dell handheld computer and serial cable are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.